Event description:
It was reported that the patient was not getting an adequate stimulation despite reprogramming done due to high impedances in the leads. The patient underwent a lead explant procedure. The explanted linear leads were discarded by the facility. Additional information was received that the explant procedure was cancelled and the leads remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate stimulation despite reprogramming done due to high impedances in the leads. The patient underwent a lead explant procedure. The explanted linear leads were discarded by the facility.